Event description:
On 1/15/97, the MFR received the following response to a device tracking polling letter from the pt: "had problems with the device, it was removed 10/95." No further details were provided.